Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2020-33501. It was reported the patient experienced ineffective therapy. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein the system was explanted.